Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that mini drawer cable had been broken. A field service engineer accessed a drawer adjacent to the damaged one to release the engine, which was experiencing a catch. Upon removal, a chipped piece was discovered on the engine and was subsequently replaced to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system, mini drawer cable had been broken. The customer stated that there was a delay in dispensing medication due to this malfunction. There were no adverse events or injuries reported based on this event.